Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "uterine ablation done at the same time (2nd ablation 10/09)". Concomitant products included oral contraceptive nos. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), premenstrual syndrome ("side effects I have with my periods and pms"), menstrual disorder ("side effects I have with my periods and pms"), depression ("he prescribed antidepressants"), anxiety ("anxiety"), hand fracture ("badly broken hand"), stress ("stress"), myocardial infarction ("heart attack"), abdominal pain lower ("cramping"), menorrhagia ("fleshy bloody clot"), adenomyosis ("adenomyosis") and menopause ("menopausal") and was found to have hormone level abnormal ("hormones running rampant last couole days"). The patient was treated with surgery (essure removal scheduled on (B)(6) 2020). At the time of the report, the pelvic pain, premenstrual syndrome, menstrual disorder, depression, anxiety, hand fracture, stress, myocardial infarction, hormone level abnormal, abdominal pain lower, menorrhagia, adenomyosis and menopause outcome was unknown. The reporter considered abdominal pain lower, adenomyosis, anxiety, depression, hand fracture, hormone level abnormal, menopause, menorrhagia, menstrual disorder, myocardial infarction, pelvic pain, premenstrual syndrome and stress to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media : menopausse, adenomyosis. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-sep-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "uterine ablation done at the same time (2nd ablation (B)(6))". Concomitant products included oral contraceptive nos. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), premenstrual syndrome ("side effects I have with my periods and pms"), menstrual disorder ("side effects I have with my periods and pms"), depression ("he prescribed antidepressants"), anxiety ("anxiety"), hand fracture ("badly broken hand"), stress ("stress"), myocardial infarction ("heart attack"), abdominal pain lower ("cramping"), menorrhagia ("fleshy bloody clot"), adenomyosis ("adenomyosis") and menopause ("menopausal") and was found to have hormone level abnormal ("hormones running rampant last couole days"). The patient was treated with surgery (essure removal scheduled on (B)(6) 2020). At the time of the report, the pelvic pain, premenstrual syndrome, menstrual disorder, depression, anxiety, hand fracture, stress, myocardial infarction, hormone level abnormal, abdominal pain lower, menorrhagia, adenomyosis and menopause outcome was unknown. The reporter considered abdominal pain lower, adenomyosis, anxiety, depression, hand fracture, hormone level abnormal, menopause, menorrhagia, menstrual disorder, myocardial infarction, pelvic pain, premenstrual syndrome and stress to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media : menopausse, adenomyosis. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-sep-2020: plaintiff information form received. The case was upgraded from non-serious incident to serious incident. Essure insertion date was updated. Patient date of birth and reporter was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.